Event description:
Country of complaint: (B)(6). Valve is not adjustable.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: review of manufacturing documentation indicates that all parameters (opening pressure, reflux, tightness, adjustability and brake function) of the valve were assessed prior to its release and the valve passed all testing. The received product was in its original sterile bags. The product displayed a deformation of the housing membrane. Pre-operative adjustment test with standard adjustment and measurement tools of the valve was not possible. The analysis of the brake function of the valve revealed it is not functional. The loss of function of the brake is the result of the damage to the housing. The damage to the housing is likely due to a too powerful force by the adjustment tool while attempting to adjust pre-operatively. No further action is required.